Event description:
Related manufacturer reference# 1627487-2019-07055 & 1627487-2019-07054. It was reported the patient was receiving inadequate stimulation. As a result, the physician explanted and replaced the patient¿s entire system. The issue was resolved and therapy has been restored.